Event description:
This pt was randomized to the registry in 2007, for two-vessel disease. The indication for the index procedure was an acute anterior myocardial infarction (mi). The pt was admitted <6hours post onset of symptoms. The highest killip class was I. The pt is a male with a medical history consisting of hypertension, diabetes controlled with oral medications, myocardial infarction, and cerebrovascular disease. Baseline medications include 100mg aspirin, and 75mg clopidogrel. A baseline and post procedure echocardiogram was performed. Baseline heart rate was 77/min. Blood pressure was 105/60. Left ventricular ejection fraction was <30%. Pre procedure ck was >5 times above upper normal level (unl). Ck-mb and troponin were normal. Medications at time of pci included 100mg aspirin, 75mg clopidogrel, and unfractionated heparin. The first target lesion was the mid left anterior descending (lad). The vessel was a native coronary artery. This lesion was treated with two stents. The second lesion was at the proximal circumflex and was implanted with third stent. The third target lesion was at the left main and was implanted with fourth stent. No other procedural details were provided. At 6-24h post procedure peak ck and 4 times above unl, peak ck-mb was normal and troponin was >5 times above unl. At 24h-to discharge peak ck was not done, peak ck-mb was normal and troponin was >5 times above unl. Creatinine was 6.11mg/dl. Platelet count was 181. This was considered by the reporter to be a "new" post-procedural mi. No treatment was required. The pt was discharged on 100mg aspirin, 75mg clopidogrel, low molecular-weight heparin, insulin, statins, ace-inhibitors, and beta-blockers. At one-month follow-up, the patient remained asymptomatic and compliant with the antiplatelet regimen.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of four reports submitted for the same event. Please reference MFR report #s: 9616099-2008-01064, 9616099-2008-01067 and 9616099-2008-01068